Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about one week after right hip replacement surgery on (B)(6) 2021, started to feel pulsations behind right knee and also felt stimulation at hip replacement surgical incision site. Patient also mentioned fells sharp pain in breast area from nipple to chest. Patient stated ins implant on same side as had recent hip replacement surgery. Patient said that she mentioned these symptoms to medtronic representative, when rep called the patient yesterday. Patient also reported that for the last couple weeks has also noticed has been peeing every 1-1.5 hours, said could have started since had hip surgery however stated more noticeable the last couple of weeks. When asked, patient did not turn implant off prior to surgery however said that "they" knew patient has an implant. Reviewed suggestion to turn stimulation off to determine if that affects reported symptoms. Patient said she turned off for short time yesterday however had difficulty connecting. During call, patient was able to connect right away and with instruction turned stimulation off. Patient asked how long to keep stimulation off and ps agent explained based on the frequency of symptoms so that patient can assess what is noticed with stimulation turned off. Patient said will keep off for maybe 48 hours. Patient was redirected to hcp or other hcp based on assessment of symptoms with stimulation turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they think the issue was due to being related to the surgery or not turning the device off. The patient stated it wasn't working until it was reset. After reset, it seems to be good, no pulsations in the wrong place. They turned stimulation to 2.2 and it's working as installed. No further complications were reported.